Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2019-00031.

Event description:
This is 1 of 2 reports. A customer reported low amplitude failure with the cusa console (unspecified product ID) on (B)(6) 2019. The device was used on the patient but there was no patient injury reported. The event led to an increase surgery time for 30 minutes.

Manufacturer narrative:
A device history record review was unable to be performed as the required information was not reported. A corrective action was initiated by the manufacturer to address the low amplitude failure. The cusa excel system failure is specific to the use of the cusa excel 9 console with a 36khz handpiece c2602 and precision tip c4608s with no tissue select. When a load is applied to the tip, the ultrasonic activation stops. The failure is specific to low amplitude settings: 10%, 20% and 30%. Integra investigated if the failure occurred across the selection of cusa excel consoles variants i.e. Cusa excel 8 or 9 consoles. The investigation confirmed the failure is specific to the cusa excel 9 console which contains an ultrasonic rev c board and a machine control board rev a. The ultrasonic and machine control boards deliver the fragmentation, emulsification and aspiration capabilities of the cusa excel console.